Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's wife wendy called back. Caller reports patient received a replacement controller and recharger. Caller reports patient continues to have the same issue, not being able to charge. Caller reports they met with a mdt rep, end of january. Rep gave them his spare controller, the controller did recognize his implantable neurostimulator (ins), was able to charge in office, but then when they got home, he was able to be charge for 1 minute and then the device shuts off. Caller reports now they tried 2 different controllers. Caller reports they had seen a message with either x or ! No further information regarding the message. Suggest making an appointment with patient's hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient dropped the controller and now the screen is blank and unresponsive. Caller did not have the equipment with them at the time of the call. Agent will call caller back in an hour to troubleshoot. Historical event: caller mentioned that they recently received a replacement ac power cord. Other: caller stated the patient was trying to charge the implant and the stim therapy shocked them. Caller stated their hcp thinks they should get reprogrammed for this. Agent called back to continue troubleshooting. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller stated 1/4 of the lcd screen is not displaying the message. Caller stated they see something that appears to say memory problem. A replacement controller was sent out.